Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and experienced pseudogout and large effusion of left knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) for osteoarthritis. It was reported that the patient had a large effusion of left knee. Patient's fluid was aspirated and sent for testing. The patient was sent emergency room for a ultrasound and it was (B)(6). The fluid was not showing infection as of (B)(6) 2015. On (B)(6) 2015, the patient's knee was aspirated again and injected with cortisone. On (B)(6) 2015, the patient still had a large effusion. An irrigation and debridement for I&d (irrigation and débridement) was done. On (B)(6) 2015, patient was admitted to hospital. Test showed possible pseudo gout. Patient had intravenous antibiotics at hospital. Further reported that the patient was seen again after discharge at the office and was doing better as of (B)(6) 2015. Corrective treatment: intravenous antibiotics for pseudogout; cortisone, aspiration, irrigation and débridement for large effusion of left knee. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events. Pharmacovigilance comment: sanofi company comment date (B)(6) 2015: this case concerns a patient who experienced the event of pseudogout following synvisc one injection. Based upon the information regarding the positive temporal relation between the event occurrence and the administration of the product, the causal role of the product cannot be denied. However, further information such as the conditions under which the injection was administered, current status of patient's underlying condition and other comorbidities is required to make a comprehensive case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and experienced pseudogout and large effusion of left knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) for osteoarthritis. It was reported that the patient had a large effusion of left knee. Patient's fluid was aspirated and sent for testing. The patient was sent emergency room for a ultrasound and it was negative. The fluid was not showing infection as of (B)(6) 2015. On (B)(6) 2015, the patient's knee was aspirated again and injected with cortisone. On ( B)(6)2015, the patient still had a large effusion. An irrigation and debridement for I&d (irrigation and débridement) was done. On (B)(6) 2015, patient was admitted to hospital. Test showed possible pseudo gout. Patient had intravenous antibiotics at hospital. Further reported that the patient was seen again after discharge at the office and was doing better as of (B)(6) 2015. Corrective treatment: intravenous antibiotics for pseudogout; cortisone, aspiration, irrigation and débridement for large effusion of left knee outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events additional information was received on 18-nov-2015. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 25-nov-2015: the follow up information received does not change previous case assessment. Sanofi company comment date 13-nov-2015: this case concerns a patient who experienced the event of pseudogout following synvisc one injection. Based upon the information regarding the positive temporal relation between the event occurrence and the administration of the product, the causal role of the product cannot be denied. However, further information such as the conditions under which the injection was administered, current status of patient's underlying condition and other comorbidities is required to make a comprehensive case assessment.